Event description:
A smartplug manufactured by medennium was inserted into pt's lower canaliculus -tear- duct causing symptoms of epiphora -excessive tearing-. These plugs are advertised to be reversible and removable by irrigating the tear duct. The plug could not be irrigated out of the tear duct and, as a result, the pt requred surgical removal of the plug with a dacryocystorhinostomy procedure.